Event description:
It was reported that the right atrial (ra) lead pulled back months after implant. The lead was damaged during explant. The lead was replaced with a new one. No patient complications have been reported as the result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The distal electrode was covered with body tissue/fibrotic growth and was covered with blood. Visual analysis noted the lead had apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.